Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery error three times in one year was confirmed by baxter personnel during product evaluation. The assignable cause was due to user error by not charging the pump for 12 hours. The main batteries were replaced to correct this condition. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the user error.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged battery that occurred three (3) times in a year. This condition had the potential to interrupt delivery. This condition was found in the step down unit department. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.